Event description:
It was reported that this right ventricular (rv) lead caused the patient to experience diaphragmatic stimulation. An attempt to reposition this lead but physician was not able to, thus, the lead was explanted. No additional adverse patient effects were reported.

Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, a thorough evaluation of the lead was performed. Testing was completed to assess lead electrical performance and inner insulation integrity. Measurements throughout these tests were within normal limits. However, a pressure test was done and lead failed due to cut in outer insulation likely due to explant damage. Microscopic inspections of the terminal pin assembly, lead body, and electrode tip found no anomalies. Laboratory testing was unable to reproduce the reported clinical observations. This report is being filed to correct the b2: outcomes attrib to adv event.

Manufacturer narrative:
The product has been received for analysis. Upon completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental report will be filed. (B)(4).

Event description:
It was reported that this right ventricular (rv) lead caused the patient to experience diaphragmatic stimulation. An attempt to reposition this lead but physician was not able to, thus, the lead was explanted. No additional adverse patient effects were reported.